Event description:
Review of in house programming history showed high lead impedance on a lead test (limit/high/7) was found on (B)(6) 2000 but about 45 minutes later, a subsequent lead test resulted in ok results (ok/ok/0/no). On (B)(6) 2004, lead diagnostics were still within normal limits at ok/ok/0/no. It appears likely that (b)(^) 2000 was the date of implant and intraoperative troubleshooting was performed. However, this generator is not available in qad and there is no it is unknown if the high impedance was only present at time of implant.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.